Event description:
On (B)(6) 2017, leica biosystems was informed that tissue samples were damaged and undiagnosable and that patient re-biopsy was recommended. On (B)(6) 2018, leica biosystems was informed that the re-biopsy of one (1) patient had been performed.